Event description:
Procedure: hernia. According to the reporter: the pt's body just pushed out a small piece off the permacol mesh due to sepsis. The piece broke off and worked itself through the pt's skin. The wound opened up a bit but was closed again. Dr snyders re-opened the pt and fixed the infected area.

Manufacturer narrative:
(B)(4).